Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited a code 9001 error code, indicative of a safety mode, after the patient had an MRI. The patient was admitted to the hospital for monitoring. The follow day the device was surgically removed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited a code 9001 error code, indicative of a safety mode, after the patient had an MRI. The patient was admitted to the hospital for monitoring. The follow day the device was surgically removed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. This device has been returned, and product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.